Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001148 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. It was reported that during an idiopathic ventricular tachycardia (idvt) ablation procedure, resistance was felt upon the insertion of the webster ® cs catheter with ez steer® thechnology and auto ID. At that point, the physician noticed the catheter had a bubble with a piece of metal showing near the second electrode on the tip. No internal components nor lifted electrodes were observed. The catheter was never inserted into the body, it never made past the sheath. The catheter was replaced, and the issue resolved. The ¿bubble with a piece of metal showing¿ reported in the event description will not be considered a product malfunction and considered not MDR reportable since this issue is not related to a product damage. The webster ® cs catheter with ez steer® technology and auto ID has an anchor window near the second electrode which is part of its design; therefore, what the customer reported in the event description is not a product malfunction. In addition, it was confirmed that no internal components were exposed. If the device is received for analysis, then further analysis will be performed. Should more information become available, it will be reviewed and processed accordingly. It was also reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - large became dislodged and the dilator could not be inserted. The issue occurred prior the usage of the device on the patient. The issue was noticed prior to being taken out of the package. The sheath was exchanged, and the issue was resolved. The case continued without any further incidents. No patient consequences were reported. Additionally, it was noticed the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was to be used during the procedure on (B)(6) 2020 which is beyond the device expiration date of 7/2/2020. Additional follow up is in progress to obtain additional information about this issue. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
On 9/8/2020, additional information was received from the bwi representative indicating it was not noticed that the sheath was expired prior to using it and that it is unknown if it was on the shelf expired. No patient consequences were reported. The product instruction for use (IFU) states that the device should not be used past the ¿use by¿ date that is printed on the packaging. Thus, it is the operator¿s responsibility to verify the expiration date. Based on this information this event will be considered a user error and reported as a product malfunction. Device evaluation details: on 9/22/2020, the bwi product analysis lab received the complaint device for evaluation. On 10/2/2020, the device evaluation was completed. A visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. This finding was reviewed and determined it continues to be considered MDR reportable as it is consistent to the customer¿s initially reported issue. The magnetic sensor functionality was tested on carto and the device was properly visualized; no errors were observed. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).